Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) discovered that the two white fittings on top of the substrate cap were loose and allowing air into the substrate system. The fse tightened the fittings and primed the air out of the lines and substrate heater. Upon completion of the necessary repairs, the fse performed a routine system check and assay quality control assessment. No issues were noted. The instrument was then returned back into operation. Although hardware was a contributing factor, a definitive root cause for the loose fittings has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 cardiac troponin (accutni) no value results with instrument flags were generated on the access 2 immunoassay system for two patients. The instrument flags were indeterminate flags which are indicative of a result that cannot be distinguished from a system failure. Beckman coulter inc. Assessment of customer supplied performance data indicated that upon repeat on a different instrument, both patient's samples recovered measureable values which were regarded as valid. Initial and repeat creatine kinase-mb isoenzyme (ck-mb) results for both patients were provided in customer supplied data however these results were not questioned by the customer as potentially erroneous. The initial accutni no value results were not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied performance data indicated that all three levels of accutni quality control results were within the customer's established ranges prior to the event. On the day of the event, all three levels of accutni quality control results were out of specification. It was verified that the customer was not sharing the accutni reagent packs amongst different instruments and that the on-board reagent packs were appropriately loaded. It was also verified that the substrate bottle was not empty and that the substrate straw was intact. A routine system check during the timeframe of the event met instrument specifications however sample counts outside limits errors were generated on the day of the event. Specific patient information and sample handling/collection information were not provided by the customer.